Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump history showed the pump was primed 1.5 units of insulin when it was actually primed 3 units. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: the black box and prime history for the date of the event was overwritten. The pump powers on with no issues. A rewind and load step were successfully completed. 3 units were successfully primed and accurately recorded in the prime history. Prime history found to be recording properly. The original complaint of a history/settings issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.